Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 414 mg/dl while the sensor glucose level was at 70. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a new sensor. The old sensor was sent back for analysis. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.